Event description:
The customer contacted physio-control to report that their device would not power on with fully charged batteries or when connected to ac power. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would attempt to power on but would not complete its boot up cycle then powered itself off.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the single board computer (sbc) on the system pcb assembly.